Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the resource nurse and the staff have been having some trouble with the bardex all silicone foley catheter size 16 with 5cc bulb. They are just falling out of patients according to the patient. Patient required replacement of 4 indwelling catheters and eventually, a latex catheter was placed. No other issue observed with the catheter. Upon testing current stock as well as other sizes and bulb sizes only one side of the catheter is inflating which is leaving the bulb lopsided which can then easily pull out. They have attached a photo of what the catheter looked like.